Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had to recharge ipg frequently and experienced ineffective therapy due to ipg not holding a charge as long as before. As a result, surgery occurred to explant and replace the ipg to address the issue.